Manufacturer narrative:
Zoll medical corporation has not received the product for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that while attempting to defibrillate a 74-year-old male patient, the device was unable to detect the attached electrode pads. Complainant indicated that there was no adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
Zoll medical united kingdom evaluated the device and the device performed to specification. Review of the device log showed the user was in the wrong lead view with electrode pads applied to the patient. The device was evaluated and passed all testing successfully. The device was recertified and returned to the customer. Analysis of reports of this type has not identified an increase in trend.